Event description:
A confirmed (B)(6) advia centaur xp hbsag result was obtained on a patient sample and considered discordant when compared to an alternate laboratory test method result. The patient sample was sent to the alternate laboratory for verification testing and the result was (B)(6). The (B)(6) advia centaur xp result was not reported. There was no known report of patient treatment being altered or adverse health consequences due to the confirmed (B)(6) advia centaur xp hbsag assay result.

Manufacturer narrative:
The cause for the confirmed (B)(6) result when compared to a (B)(6) alternate laboratory (B)(6) test method result is unknown. Siemens has requested the discordant sample be sent in for further investigation. The customer has decline a field service visit. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00077 on (B)(4) 2013 for a false positive confirmed (B)(6) patient result. (B)(4) 2013 - additional information: the discordant sample was received and tested by siemens for the following (B)(6) markers: assay reagent lot result hbsag 171 (B)(6); confirmatory hbsag 171 (B)(6); hbc total 100053 (B)(6); hbeag 017 (B)(6). Patient information : hypertension with normal liver function test results. (Actual data not provided) siemens completed its investigation on the returned sample. The sample tested (B)(6) and was confirmed with hbsag confirmatory. The cause for the confirmed (B)(6) patient result is unknown. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."